Event description:
The pt was using an aqua k-pad on arm. Pt was sleeping and did not realize the plastic clamp on the pad had dug into arm. The plastic clamp has sharp edges and made superficial cut into arm.